Manufacturer narrative:
Other relevant device(s) are: 9731203. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the em instruments were having trouble tracking. The site stated the emitter was about 2 inches away from the patient's head at the 11 o'clock position. The site was unwilling to adjust emitter placement. The surgery was completed with navigation and there was no impact on patient outcome.